Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the same day post implant of this bioprosthetic valve, the patient died. The cause of death was reported as "cardiogenic shock following complex cardiac surgery, with poor coronary artery disease, ischemic cardiomyopathy, mitral valve regurgitation of mixed etiology, and chronic atrial fibrillation with multiple additional comorbidities". The surgeon indicated that the valve and its function did not contribute to the patient¿s death. It is unknown whether an autopsy was performed.